Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's reports were duplicated and attributed to seperate defective transistors on both the ac charger and the pace/defib (pd) engine board. The ac charger and pd engine board were both replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib disabled" message and now will not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.